Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, air bubbles were observed within the infusion set tubing. The customers blood glucose level was reported in the 400's range mg/dl. Customer performed a supply change to address the issues.